Event description:
It was reported the pt had the device and extensions removed due to an infection. Cultures of the proximal and distal ends of the extensions indicated the infection was serratia marcessans. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.